Manufacturer narrative:
Olympus medical systems corp. (Omsc) received information that the subject device of this event was found the otv-s7pro, not otv-s7v. The otv-s7pro is compatible with the camera head otv-s7proh-hd-l08e which was used in this event. And the otv-s7pro has a function of nbi. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7pro, because the user has not returned the subject otv-s7pro to omsc. Also, omsc could not investigate the DHR of the subject otv-s7pro, because the serial number could not be received. The root cause of this event could not be conclusively determined, because the subject otv-s7pro could not be investigated. However, omsc received information from the user that the cable of the subject otv-s7pro was not connected properly. Therefore, omsc surmised that the reported phenomenon was caused by improper connection of the cable of the subject otv-s7pro and that the cause of this event was caused by user handling. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The following things were confirmed by a local engineer. -there was not any abnormality with each camerahead (otv-s7proh-hd-l08e) which were used for this event. -the subject otv-s7v was used for this event. -the subject otv-s7v is not compatible with the otv-s7proh-hd-l08e. -the subject otv-s7v does not have a function of nbi. -a cable which was connected with the subject otv-s7 was missing from the endoscopy system tower. There were no further details provided. If significant additional information is received, this report will be supplemented. The otv-s7v and the otv-s7proh-hd-l08e instruction manual states the normal combination range of the relevant product and related equipment.

Event description:
The following information was reported to olympus medical systems corp. (Omsc). -during the cystscopy, the endoscopic image with nbi was intermittently displayed. -the user replaced the camerahead (otv-s7proh-hd-l08e) with the spare camerahead (otv-s7proh-hd-l08e) and completed the procedure. -there was no report of the patient's injury regarding this event. After this event, a local engineer visited the user facility and evaluated the devices which were used for this event. The engineer confirmed the following things. -there was not any abnormality with each cameraheads (otv-s7proh-hd-l08e) which were used for this event. -the subject otv-s7v was used for this event. -the subject otv-s7v is not compatible with the otv-s7proh-hd-l08e. -the subject otv-s7v does not have a function of nbi. -a cable which was connected with the subject otv-s7 was missing from the endoscopy system tower.